Manufacturer narrative:
No button error alarm noted. The insulin pump received with intermittent button response due to moisture damage on keypad traces. No vibration alarm or audio/beep anomaly noted during testing. The insulin pump passed self test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Event description:
Customer reported the insulin pump alarmed button error. The device vibrated without the alarm and then it was beeping continuously. Customer's blood glucose was 179 mg/dl. Customer reported the device was exposed to moisture she was sitting in a puddle, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.